Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The device was reprogrammed. During a routine follow-up, the lead continued to exhibit noise. No intervention or patient symptoms were reported.